Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that the procedure performed was to treat a de novo, mildly calcified, mildly tortuous left anterior descending coronary artery that is 90% stenosed. When a 2.0x12mm nc trek balloon was traversed over the 0.014 whisper extra support (es) guide wire, resistance was felt during advancement and removal. The guide wire was noted to feel too sticky. Another whisper es guide wire was attempted to be used; however, the same issue occurred. A non-abbott guide wire was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that may contribute to an irregular texture include, but are not limited to, procedural contaminants, damage to the guide wire, damage to the catheter, inner diameter of the catheter, or material properties. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported irregular texture. There is no indication of a product quality issue with respect to manufacture, design, or labeling.